Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Review of provided patient x-ray confirms the reported material fracture. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address a broken constrained liner. Update received 11-06-2014: xray was received. Action has been created for x-ray review.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation after first revision. Added lawyer and law firm. Updated dor and patient's initials.

Manufacturer narrative:
(B)(4).